Event description:
It was reported that a clearlink system non-dehp continu-flo solution set leaked at the injection port proximal to the patient during infusion. The event was further described as "liquid flowed out as if the valve was dysfunctional". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional pressure, clear passage, priming, usage, and water referee back pressure testing were performed; a leak was observed at the third y-site clearlink and a dynamic drop was observed (first drop 1 minute). An autopsy was performed on the third y-site clearlink, however no defects were observed that could generate the leak. The reported condition was verified. The cause of the condition was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.